Manufacturer narrative:
On (B)(6)-2011, additional information was received in the form qa results without a lot number. Eval summary: the product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the (B)(6) process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Difficulty bearing weight [weight bearing difficulty]. Difficulty walking [gait disturbance]. Bilateral knee pain/pain radiates from knees to ankles [arthralgia]. Bilateral knee swelling [joint swelling]. Case description: a spontaneous report received on (B)(6)-2011 from a (B)(6) female patient with a history of bone-on-bone osteoarthritis of the knees and several past knee surgeries, initials (B)(6), who experienced bilateral knee pain/pain radiating from the knees to the ankles; bilateral knee swelling; difficulty walking; and difficulty bearing weight (on the knees) after receiving synvisc-one. The patient received injections of synvisc-one into both knees on (B)(6)-2011. Twenty days after receiving the synvisc-one injections, the patient developed excruciating bilateral knee pain and swelling. The patient also had shooting pain radiating from the knees to the ankles; had difficulty walking and bearing weight. The patient stated that the symptoms were worse at night. The patient was hospitalized for two days between (B)(6)-2011 for observation. The patient was treated with ice, oral prednisone, and dilaudid. The patient stated that since the hospitalization two weeks ago, the pain has somewhat lessened. The patient stated that the left knee remains quite swollen and is more painful than the right knee.